Manufacturer narrative:
The technician adjusted all four brake castes to repair the stretcher.

Event description:
Info received indicates all four brake casters still roll when in the brake position.